Event description:
Additional information received reported that there were no further devices to be explanted. The patient's allergy test had not yet been done. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 742732, serial #: (B)(4), product type: implantable neurostimulator; product ID: 74001, lot #: 0205598739, implanted: (B)(6) 2012, product type: adapter; product ID: 37081-60, serial #: (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 3550-29, lot # unknown, product type: accessory. Analysis of the first implantable neurostimulator (ins, model: 37702, serial #: (B)(4)) found no anomaly. Using the intra-operatively cut extension, good stable output was measured on all electrode pairs. Analysis of the extension (model: 37081-60, serial #: (B)(4)) found no significant anomaly. The extension was cut intra-operatively during the explant procedure. Only the proximal segment of the extension was returned with the ins; the distal segment was not returned. Good, stable output was measure on all electrode pairs. Analysis of the second ins (model: 742732, serial #: (B)(4)) found no significant anomaly. No telemetry or output was measured due to normal end-of-life battery condition. Analysis of the accessory kit (model: 3550-29, serial/lot #: unknown) found no anomaly.

Manufacturer narrative:
Product ID 742732, serial# (B)(4), product typ implantable neurostimulator, product ID 74001, lot# 0205598739, implanted: 2012-(B)(6), product typ adapter product ID 37081-60, serial# (B)(4), implanted: 2012-(B)(6), product typ extension. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient's pocket, implanted with an implantable neurostimulator (ins), became red after one week implant. The patient experienced burning and itching under the skin. The physician suspected an allergic reaction. The patient had a lot of allergies for food and drugs. An allergy test with the allergy kit was to be performed. Patient status: alive - no injury/no adverse event. Additional information received reported the ins was explanted and had been returned. The allergic reaction was better and the patient received bilaxten, bilastinum 20 mg 2x1 p.os from the dermatologist. Allergy tests were to be done. Additional information has been requested, but was not available as of the date of this report.